Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. Failure analysis engineer. The following additional information was provided: the images provided appeared to show an sp mcs with a broken instrument tube adapter.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the 6mm monopolar curved scissors instrument had a plastic wreath broke off at the base of the scissors. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: material was reportedly missing from the portion of the device that enters the patient¿s body. The protective cover (one-off item) was intact.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 6mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and found to have a broken tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.52mm x 2.16mm in size. Additional findings: the instrument was found to have a detached fragment. The detached fragment broke off from the instruments tube adapter. The detached fragment was not returned with the instrument.

Event description:
Refer to h11 for follow-up information.